Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, there were broken wires inside the trunk cable, causing an open connection in the cable. This caused the belt to fail upon device start-up. The cause for the broken wires cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective wires in the trunk cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that ther monitor was showing service code 204. The patient was issued a replacement electrode belt.